Manufacturer narrative:
Correction: section b: b1: product problem selected as it was omitted from the initial submission. B2: required intervention to prevent permanent impairment/damage (devices) selected as it was omitted from the initial submission. B3: date of event (B)(6) 2016. Section d: d4: unique identifier (UDI) number added as it was omitted from original submission. D5: health professional selected as it was omitted from the initial submission. D7a: yes selected. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be duplicated, and there were no conformities identified. Returned sample device inspected: the returned implant was visually inspected and verified to be an inclusive tapered implant 3.7 x 11.5 mm implant using the radiographic template. No defect or non-comformity was observed. Investigation methods/results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to in sufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported that the implant failed to osseointegrate. Also, no serious injury was reported to the patient and patient is reported to be perfect condition. The production router was reviewed from the lot number provided with the returned product and no discrepancies were noted . All the processes were met during the manufacture of the product. The evaluation of the returned device is under progress and more results will be available upon completion of the investigation. However, failure to osseointegrate is a well known and well documented inherent risk of the implant procedure and is not caused by the implant itself.

Event description:
It was reported that the patient received an implant on (B)(6) 2016 at tooth #29. The implant was torqued 40 n/cm into type 2 bone. On (B)(6) 2016 the patient came in complaining of pain. The doctor observed that the implant failed to osseointegrate and was mobile and extracted it. Peri-implantitis was seen at the implant site. The patient received 500 mg of amoxicillin to address the peri-implantitis and is currently stated to be doing fine. The implant was stated to be placed in a previously grafted site. No abnormalities were observed with the implant itself. The patient is planned to receive a replacement implant in two months.